Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external ventricular drain (evd) tubing pulled out from the stopcock. It was noted the tubing is cemented into the stopcock and shouldn't pull out. It was unknown how long the device was in use before the failure occurred. It was stated that the patient who was a very young child was being held in the patient's mother's arms at the bedside when the tubing pulled out. It was asked if the mother was moving around or was there any evidence of the tubing getting hooked on something that put undo tension on it, and the nurse said they did not see a reason for this to happen.